Event description:
On 02/29/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed by ec on 3/28/2024. The results are below: the event log was reviewed, and there is a line that indicates an abrupt power off took place without any alert or alarm. It took place 42 hours into the infusion. Refer to the event log attached to the record. During functional testing, the reported problem was duplicated. A new 100 ml infusion was started, and the pump powered off immediately without any alert or alarm. A new battery was put into the pump, battery reset was then completed, and a new 100 ml infusion was started. The pump finished the 100 ml infusion without another abrupt power off taking place. The root cause for the failure is a depleted battery.